Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address periprosthetic fracture. Surgeon explanted femoral components. Revising with sigma tc3. Cement manufacturer is unknown. Doi:unknown dor: (B)(6) 2018 left knee.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.